Event description:
It was reported for the prior year or more nothing had been flowing thru the catheter. It was noted that they could not pull all of the patient¿s dilaudid and bupivacaine out of the catheter, and it was noted that it was not patent. It was reported that the patient has had granulomas for the prior 7 years. It was reported that the patient¿s pump was being used to infuse saline. Additional information has been requested, but it was not available as of the date of this report. Please refer to previously reported granulomas on manufacturer¿s report 3007566237-2010-03340 and 3004209178-2014-03561.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type catheter; product ID 8590-1, lot# n273295, implanted: (B)(6) 2010, product type accessory. (B)(4).